Event description:
It was reported that a sterility issue occurred. The opticross ic imaging catheter was selected for ultrasound examination of the left main target lesion. During unpacking, the device was found to be contaminated and the aseptic package was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that a sterility issue occurred. The opticross ic imaging catheter was selected for ultrasound examination of the left main target lesion. During unpacking, the device was found to be contaminated and the aseptic package was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection on the returned pouch revealed no damage or foreign material, the sheath was also observed kinked. The device showed signs of usage. Microscope inspection revealed the guidewire exit port was partially torn. Based on the evidence, the as reported codes of packaging damaged/defective, device not sterile cannot be confirmed.